Event description:
It was reported that this right atrial (ra) lead exhibited high pacing impedance measurements and no pacing during implant. The lead was attempted, but not implanted. The procedure was completed without the use of an ra lead. No adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this right atrial (ra) lead exhibited high pacing impedance measurements and no pacing during implant. The lead was attempted, but not implanted. The procedure was completed without the use of an ra lead. No adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. It was reported that this device would be returned for analysis; however, the product has not been received. Multiple attempts were made to obtain information regarding the return and unfortunately we were unable to ascertain the most current location of this product. Should this product be received in the future, an updated report will be provided.